Manufacturer narrative:
H2: see section d4 for corrected system's serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735994r (serial/lot: unknown).  H3, h6) the system was serviced in the field. In summary, hardware was replaced. Additional information was not provided. Codes b01, c20, and d15 are applicable.  H6) multiple annex a codes were applied to capture this event. A1102 captures the error messages while a05 captures the localizer fu nctionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that all instruments had been verified and when the manufacturer representative returned to the room, a localizer error occurred with the navigation system. Additional issues included loss of connection error with the uninterrupted power source for both the main cart and camera cart, no video detected message, and unknown firmware message for all internal components. Testing and troubleshooting steps included use of the network device interface (ndi) toolbox and performing a self-test on the system. The position sensor was not available as an option in the ndi toolbox, and only the surgeon computer was connected in the internal network status tab. The system was powered down, after which 'no video detected' appeared on the screen. There was no patient involved.